Manufacturer narrative:
D3: correction. D9: 1/7/2025. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested but the customer reported complaint was unable to be confirmed. The probable cause of the issue is a possible software glitch. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that there was a wireless module intermittent connection with the pump. There was no patient involvement.